Event description:
The customer reported that their new tandem mobi pump would not turn on or charge from initial storage mode. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.